Manufacturer narrative:
The insulin pump alarmed a64 during the self test due to faulty electrical component on the radio frequency board. The insulin pump unable to connect to blood glucose meter due to a64 alarm. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Event description:
It was reported the customer received a failed self test alarm on their insulin pump. Customer's blood glucose was unknown. The customer was advised their insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.